Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with loss of communication between insulin pump and mobile app, crack at the keypad of insulin pump, difference between sensor glucose and blood glucose values. The customer was treated with insulin pump and manual injection/insulin pen. The event involved products mmt-1884, mmt-7040a, mmt-6102, mmt-378a and mmt-332a. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for cosmetic damage and the damage has impacted/affected the pump's functionality. Troubleshooting was performed for loss of communication between pump and mobile app and the issue has been resolved. Troubleshooting was partially performed for difference between sensor glucose and blood glucose values. The customer blood glucose was 252 mg/dl and sensor glucose value was 222 mg/dl at the time of incident. The difference between glucose values is within the acceptable range. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-378a. No product return is required for mmt-6102. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. No unexpected alarms noted during testing. Pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone 12. No communication anomaly noted. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: battery tube threads - cracked and cracked case-corner of belt clip rails. Alleged no communication between pump and mobile device not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.